Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl; cause was unknown. Customer ate peanut butter crackers to address bg. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.